Event description:
Account reported the stretchers brakes would not hold after the pedal was engaged.

Manufacturer narrative:
Technician found brake pads out of adjustment. Resolution: adjusted brake pads. Location: bed repair. Impact: no patient impact.